Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 1.4, ref.: 1.3, mean: 1.35, confidence limits: 1.0-1.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for int testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr results such as 3.3, 4.7, 1.9, 2.3, 3.5, 3.7, 5.0 and 1.5 inr provided by customer are obtained on various times and are excluded from comparison test. Customer results not valid for comparison. Time elapsed between results exceeded three hours. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Updated results reported. Customer results analyzed and accuracy confidence limits were met. Product deficiency not established. Further action not required. As of 12/16/2009, 5 discrepant result complaints were reported for lot #220392. Trending and tracking will be done in review. Corrective action not required as product deficiency was not established.